Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault that they were unable to clear. It was noted that they had been able to clear the ebb fault in the past with self-tests. The patient woke up at 2:30 am and the system controller was hot and beeping with an ebb fault. A self-test was performed, and the fault did not clear. The ebb was replaced and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and the system controller overheating were unable to be confirmed. No log files were submitted for review, and the system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information, including if any log files were available for review, if any products would be returned for analysis, and for the serial number of the system controller; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being unavailable. The testing records were reviewed for the heartmate 11v battery (s/n: gz058-153) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 IFU section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.